Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: after spraying via the spray port, clear liquid has run back. The venflon was in the patient, an infusion solution was connected by gravity, the port was used to inject, then the infusion solution ran out of the port.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary. One photo, one video, and one used sample was received by our quality team for evaluation. The returned photo shows the top web of batch 0144806. The video shows clear fluid leaking from the injection port, it was observed that the valve had moved towards the cannula hub luer side. Upon visual inspection of the returned photo, the valve had moved towards the cannula hub luer side. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving withing the cannula hub. CAPA#1379444 has been initiated to address this issue.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: after spraying via the spray port, clear liquid has run back. The venflon was in the patient, an infusion solution was connected by gravity, the port was used to inject, then the infusion solution ran out of the port.